Manufacturer narrative:
Device evaluation summary: during the visual evaluation, the device was received outside of its original package and some bubbles were observed in the gel, measuring approximately 0.3 cm. The original packaging wasn't returned for evaluation. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. According to a manufacturing investigation, these bubbles will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary has been updated: during the visual evaluation, the device was received outside of its original package and some bubbles were observed in the gel, measuring approximately 0.3 cm. The original packaging wasn't returned for evaluation. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. According to a manufacturing investigation, these bubbles will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. During a second revision at the manufacturing site, the bubbles could not be observed. Bubbles in the gel can originate with changes in pressure and temperature which will affect volume. The shell wall is permeable to air, so trapped air can form bubbles with changes in pressure (ex: air transportation) or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a breast augmentation revision surgery, the physician noticed air bubbles in a mentor memorygel breast implant 560cc and the packaging seal compromised. There was no patient contact. The surgery was completed using a similar mentor device (serial number (B)(4)) and no delays in surgery were reported.